Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, pain, and bleeding that led to a surgical intervention. During surgery, erosion was identified in the bulbar urethra. The entire device was explanted. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, pain, and hematuria, that led to a surgical intervention. During surgery, erosion was identified in the bulbar urethra. The entire device was explanted. No additional patient complications were reported.

Manufacturer narrative:
Correction to h10. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cuff, and pressure-regulating balloon (prb) were visually inspected, microscopically examined, leak and functionally tested. The cuff and prb performed within specification. The pump was visually inspected, and microscopically examined. Contamination was confirmed inside the pump bulb; therefore, it was not functionally tested. Product analysis was unable to confirm the clinical observations.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cuff, and pressure-regulating balloon (prb) were visually inspected, microscopically examined, leak and functionally tested. The cuff and prb performed within specification. The pump was visually inspected, and microscopically examined. Contamination was confirmed inside the pump bulb; therefore, it was not functionally tested. Product analysis was unable to confirm the clinical observations.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, pain, and hematuria, that led to a surgical intervention. During surgery, erosion was identified in the bulbar urethra. The entire device was explanted. No additional patient complications were reported. The patient had a new artificial urinary sphincter implanted at a later date.

Manufacturer narrative:
H6 code update.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, pain, and hematuria, that led to a surgical intervention. During surgery, erosion was identified in the bulbar urethra. The entire device was explanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cuff, pump, and pressure-regulating balloon were visually inspected, microscopically examined, leak and functionally tested. All components performed within specification. The reported adverse events of erosion, pain, discomfort, and hematuria are included as potential adverse events within product labeling. Product analysis was unable to confirm the clinical observations.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, pain, and hematuria, that led to a surgical intervention. During surgery, erosion was identified in the bulbar urethra. The entire device was explanted. No additional patient complications were reported.